Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown after water splashed onto it. Customer charged the pump for over an hour and it would not turn back on. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 170 mg/dl.